Manufacturer narrative:
The report stated that the lead was revised due to migration. Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. Analysis of lead b found a kink on the outer tubing where multiple internal wires were broken. The root cause of the fractures is unknown as there were no reports of the patient having any trauma, falls or accidents prior to allegation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention was undertaken (B)(6) 2025 wherein the system was explanted to address the issue.